Manufacturer narrative:
The glidescope titanium lopro t4 was returned for further evaluation. A verathon technical service representative evaluated the returned blade where they were able to duplicate the reported intermittent image. When the returned blade was connected to a test video monitor and cable, it was found the image would disappear and turn to static when any pressure was applied to the blades connector. A visual inspection of the blades connector was performed and no signs of corrosion or damage to any pins was noted. The returned blade was forwarded to verathon engineering for further evaluation. Once the device evaluation is complete, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information.

Event description:
It was reported by a distributor on behalf of the customer, that during a patient procedure, using a glidescope titanium t4, the image would intermittently disappear with green lines. No delay in the procedure, use of a back-up device or harm to the patient or user was reported.